Event description:
The info provided to sjm indicated a (B)(6) male pt underwent double valve replacement surgery. Postoperatively the pt presented with a fever and echocardiography revealed an infection of the ascending aorta and an aortic annular abscess resulting in endocarditis. The pt went in for re-do aortic valve replacement surgery and the sjm aortic valve was removed and replaced with an unk valve. An unk graft was used to replace the ascending aorta. The pt is currently under percutaneous cardiopulmonary support. The physician does not allege the event was due to the device.